Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter noted that the battery compartment was damaged and there was moisture/corrosion in the battery compartment. The battery cap was reportedly original to the pump from (B)(6) 2014. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings:a review of the black box indicated multiple unexplained reboots had occurred. The returned battery cap was able to secure properly and maintained an electrical connection. The battery cap contacts were within specifications. The battery cap was unscrewed a half turn with no power loss occurring. The battery compartment was found to be cracked and there was evidence of moisture/corrosion in the battery compartment. A leak test revealed a leak at the battery compartment crack. The pump successfully completed rewind, load, and prime steps and a 24 hour duration test with no power issues occurring. The pump casing was removed and there was evidence of moisture/corrosion observed on the battery canister and on the printed circuit board. The complaint of no power could not be duplicated on investigation.